Event description:
The customer's mother noticed that the cannula had dislodged from the infusion site. The customer's blood glucose was 269mg/dl. The pod was worn between 1.5 and 2 days.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.